Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right atrial (ra) lead and right ventricular (rv) lead exhibited over sensed noise leading to pacing inhibition. The patient also experienced episodes of lightheadedness. Pacemaker, ra and rv leads were explanted, and the system was replaced with the leadless pacemaker. Patient condition was stable before and after procedure.